Event description:
Per the clinic, the patient underwent wound debridement on (B)(6) 2012, to excise granulation tissue around the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.